Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record could not be reviewed due to no lot or item number being provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends the information provided on this form was previously submitted incorrectly under manufacturing report number 0001825034-2018-03482.

Event description:
It was reported that a patient underwent total knee arthroplasty tibial bearing revision due to unknown reasons. It was reported there was possible tibial lucency, however the tibial component was noted to be well-fixed. Just the bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.